Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and repaired the rotational potentiometer connector. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying a motion failure. No pt injury was reported.